Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. It was reported that the device had not been activated in some time. The patient needed an MRI of lumbar and didn't know where equipment was to charge the device to 30%. The agent directed the patient to their healthcare provider (hcp). On (B)(6) 2025, the patient called in stating they needed to have an MRI and the device "failed." Reviewed charging external equipment and sent info. The patient will call back in if more assistance is needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.